Event description:
Territory business manager (tbm) stated that the dealer reported that where the casters connect on the bed ends for a (B)(4) bed, over time pushes metal out, causing the casters to come out. Tbm advised that the casters keep falling out when you go to set up the rental beds.